Manufacturer narrative:
Heartsine has requested the return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report. The hdf 3500 device is not available for distribution in the united states but is similar to the sam 350p and 450p which is distributed in the united states.

Event description:
The distributor contacted heartsine to report that their device exhibits a pogo pin failure. A pogo pin failure may prevent the device from connecting with the pad-pak. This may result in the device failing to power on which may prevent or delay defibrillation therapy. There was no patient involvement reported with this event.

Event description:
The distributor contacted heartsine to report that their device exhibits a pogo pin failure. A pogo pin failure may prevent the device from connecting with the pad-pak. This may result in the device failing to power on which may prevent or delay defibrillation therapy. There was no patient involvement reported with this event.

Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault as upon receipt the device the sternum pogo-pin was observed to be short, as per the reported fault. This was attributed to the pogo-pin not being fully torqued within the lower-case assembly. The evaluation suggests that the pogo-pin was not correctly torqued at heartsine. The device was scrapped by heartsine and the customer was provided with a replacement device.